Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The manufacturer representative (rep) reports that they called the patient for routine follow up, and the patient noted that they had drainage on their clothing. Thus, the patient drove themself to the emergency department and was admitted. There, they did cultures which showed staph growth. Pt has a history of these infections after surgery. The healthcare provider (hcp) thought it had been dormant and then presented itself. Pt had the system explanted. There was no fever or pain. Now, pt is in rehab receiving IV vancomycin. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.